Manufacturer narrative:
Initial reporter facility name: (B)(6) hosp. Device is a combination product.

Event description:
(B)(6) study. It was reported that patient experienced unstable angina. In (B)(6) 2018, patient presented with stable angina and was referred for cardiac catheterization and index procedure was performed on the same day. Target lesion #1 was located in the proximal right coronary artery (rca) and mid rca with 90% stenosis and with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 48mm study stent, following post-dilation, residual stenosis was 0%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, on the day of index procedure, the patient was diagnosed with unstable angina. No action was taken in response to the event.